Event description:
It was reported that the devices were used during a low anterior resection. The device fired an incomplete staple line. Another device was used to complete the case. There were no consequence related to the use of this device.